Event description:
The customer reported that the system was having trouble saving and recalling images (data loss). There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The object directory was erased during the service call. The system was tested and found to be working as intended and put back into service.